Event description:
It was reported that the patient needed another leg bag, because the tube continued to disconnect or cause strain and it pulled the catheter off. Patient stated that it was working before, now the bladder was starting to recover and the flow was too much and the urine was backing up into the tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used dispoz-a-bag. Visual inspection of the sample noted filled with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) connected to the (in-house catheter) and no solution was observed backing up into the (in-house catheter) upon return. Noted no damages or issues to the connection tubing. No root cause could be found because the reported event was unconfirmed. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the patient needed another leg bag, because the tube continued to disconnect or cause strain and it pulled the catheter off. Patient stated that it was working before, now the bladder was starting to recover and the flow was too much and the urine was backing up into the tube. Per additional information received via sample form on 31may2022, stated that the patient experienced flow restrictions with the drain bag. The flow restrictions caused urine to back up in the drain tube and often filled the male external catheter. That could result in separation of the drain tube from the male external catheter with embarrassing results. Patient have been reinforcing the connections including the male external catheter with medical tape.